Event description:
It was reported that during the implant procedure, the left ventricular lead could not be implanted despite repeated attempts. The lead was not used. Another lead was implanted successfully. The patient¿s condition post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.